Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The battery contacts were found to be compressed, the battery release out of specification, and the battery drawer contaminated. The ring and side bail covers were contaminated, and the upper/lower cases were broken.

Event description:
It was reported that the epg (external pulse generator) does not pace. No patient injury was reported. Follow-up attempts were unable to confirm if there was patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.